Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Based on the complaint description, it is likely that the balloon was leaked. Leak balloon may occur due to various reasons such as in contact with sharp or pointed objects or exposure to encrustation which causes leak to the balloon. This will cause the balloon unable to stay inflated. However, without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 3ml distilled water and soak in water at 37'c for 7 days. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out during this process. Leak balloon could happen due to various reasons. Other remarks: however, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The catheter was found in the patient's bed and the balloon was deflated. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was found in the patient's bed and the balloon was deflated. There were no reported patient consequences.